Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient received treatment with manual bolus, and the event resolved. No further information is available.